Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b. Braun avitum internal report # (B)(4). The device involved was not returned for evaluation. The trend data was received and reviewed. The trend files received do not show any treatment was started. The machine was inspected by the customer's trained technician and no defects were reported. The investigation is ongoing at this time. A follow-up report will be filed when the investigation is complete.

Event description:
As reported by the user facility: it was reported that a patient incident with blood loss occurred. The customer reported a patient incident with blood loss asking technical support to analyze tend files to see if the incident was neglected by the operator. A venous line came loose. The customer sent trend files but is uncooperative with providing detailed information about the incident. No patient information was provided.

Event description:
As reported by the user facility: it was reported that a patient incident with blood loss occurred. The customer reported a patient incident with blood loss asking technical support to analyze tend files to see if the incident was neglected by the operator. A venous line came loose. The customer sent trend files but is uncooperative with providing detailed information about the incident. No patient information was provided.

Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b. Braun avitum internal report # (B)(4). The device involved was not returned for evaluation. The trend data was received and reviewed. The trend files received do not show any treatment was started. The trend files were received but the end customer was uncooperative in providing detailed information about the incident. The customer mentioned they need a report showing the alarms and alarm types on (B)(6) 2019 between 8:00 and 10:00. In addition, it was reported that the venous line came off. The trend file which was received from (B)(6) 2019 started at 07:52 (date and time set on the machine) shows only a preparation phase lasting 3:29 [m:ss] with no therapy. The correct trend was requested, however it was not provided by the customer and therefore, no further information can be gained from the trend analysis. The information provided gives evidence that there was a dislodgement of the venous needle or the venous line. The facility's trained technician inspected the dialog+ dialysis machine. It operated as intended and there was no malfunction. If additional pertinent information becomes available a follow-up report will be filed. B. Braun is aware the exemption number listed above has been pulled. This follow-up report is being filed using the exemption number as the initial report was filed using the exemption number.